Event description:
The male patient received a cypher select plus stent in the obtuse marginal. Six months post procedure the patient underwent a re-pci to treat peri-stent restenosis in the target lesion. During the six month follow up fourteen days after the re-pci the patient was experiencing angina pectoris.

Manufacturer narrative:
This device (lot 13320808) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and was not available for analysis,.device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.